Event description:
The pt reports hospitalization for a pocket revision of their defibrillator. Thinks it happened on the 2nd or 4th of june, but doesn't remember exactly. States that everything turned out fine.